Manufacturer narrative:
The reported event of lead dislodgement, inappropriate anti-tachycardia pacing (atp), and oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination found the inner coil was over torqued in the connector region, consistent with the procedure damage. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced due to rv lead dislodgement. The patient was stable before, during, and after the procedure.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) were observed on a remote transmission. Oversensing was occurring as atrial signal. The oversensing episode fell in the ventricular fibrillation (vf) zone, and the patient was treated with anti-tachycardia pacing (atp) therapy. The patient did not experience any symptoms during the episodes. A chest x-ray was previously performed and will be reviewed for further assessment of potential dislodgement on the right ventricular (rv) lead. An rv lead revision is planned. There were no adverse health consequences, the patient was stable.